Event description:
It was reported by service report by the customer that the brakes were not holding. Stryker technician could not duplicate the event; the product meets and performs to specification. There was pt involvement and adverse consequences were reported.